Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements and loss of capture. An x-ray was performed revealing a lead fracture. A revision procedure was performed. During the procedure, it was noted the distal part of the lead remained trapped in the patient and was abandoned. Due to venous thrombosis on the patient's left side, the device and atrial lead were removed and a new system was implanted on the opposite body side. Acceptable measurements were obtained post procedure. The removed portion of the lead will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation damage and the distal end conductor coils are fractured. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high impedance measurements is likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
When the removed portion of the lead has been returned, analysis will be performed and this event will be updated.